Event description:
It was reported the filter of a non-dehp extension set appeared cracked and subsequently leaked. It was further reported, ¿the patient noticed blood backing up in the IV line¿ and an ¿an external crack in the filter causing fluid to leak¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.